Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. The customer's blood glucose was unknown. Trouble shooting was performed and found device had screen was lined and today blank display. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to severe corrosion on battery tube. Unable to perform displacement test, sleep current measurement and active current measurement due to blank display. Insulin pump received with corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on electronic assemblies.